Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address continuous pain and decreased range of motion. Patient had allergy testing showing reaction to nickel. All components removed and replaced with an as coated aesculap columbus revision. The femoral component with stem was competitor and the tibia was a depuy mbt revision tray with sleeve and stem. Doi: (B)(6) 2011; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.